Event description:
Caller reported experiencing a tandem mobi cartridge alarm during the cartridge load process. There was no adverse impact to the customer's blood glucose level. Cts confirmed the issue and arranged for the pump to be replaced. The caller, who had previously reported similar alarms, was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. It was confirmed that the pump was under warranty. Cts provided instructions to the caller on how to put the pump into storage mode and return it to tandem using the provided return box and pre-paid label. The caller was informed of the need to program pump settings and connect their cgm to the replacement pump. A replacement pump was sent by cts.